Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) was admitted to hospital with a complaint of right sided chest pain, shortness of breath, tingling in right arm and slurred speech. A cat scan (CT) of the chest indicated a pulmonary embolus. It was also found that this patient has a deep vein thrombosus (dvt) in the left upper arm.